Manufacturer narrative:
This follow-up report is being submitted to relay additional information.

Event description:
No further event information available at the time of this report.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Medical records confirm previously noted findings of pain and loosening. Records also indicate patient had difficulty ambulating and used a cane for support. No update to previously reported root cause.

Manufacturer narrative:
(B)(4). Medical devices: unknown nexgen gender solutions femoral catalog#: ni lot#: ni, unknown nexgen gender solutions articular surface catalog#: ni lot#: ni. Customer has indicated that the product will not be returned to zimmer biomet for investigation, as its location is unknown. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that patient underwent right knee revision approximately five years post-implantation due to pain and tibial loosening. During the revision, synovitis tissue was removed, and the tibial tray was noted as grossly loose. The tibial components were replaced without complication.

Manufacturer narrative:
Review of the device history record(s) identified no deviations or anomalies during manufacturing. The reported products were reviewed for compatibility with no issues noted. Review of complaint history identified additional similar complaints for the reported item(s) and no additional complaints for the reported part and lot combination(s). Complaints are monitored through monthly complaint review (reference (B)(4) and (B)(4)) in order to identify potential adverse trends. Medical records were provided and reviewed by a health care professional. Review of the available records identified the following: loose right tibial component and easily extracted, no infection noted, patella and femur well fixed, synovitis removed; fragments of synovium with detritic (worn) synovitis, fragments of mature bone and cartilage with detritic changes. A definitive root cause cannot be determined. No corrective actions, preventive actions, or field actions resulted after investigation of this event. This complaint is confirmed.

Event description:
No further event information available at the time of this report.